Event description:
The reason for call was pt states he was supposed to have an MRI today but it was changed to a CT scan and pt is wondering what the guidelines are for CT scan. Pss reviewed. Pt states he also has a nevro scs and the rep come out to the MRI facility to test the scs and they said there was an issue with the nevro scs and recommended to not have the MRI but to have the pt do a CT scan instead. Pt does not know what the "issue with the scs is." Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).